Event description:
Additional information indicates the patient had their leads explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01542. It was reported the patient wants to have a lead relocated for an unknown reason. Additional information to follow. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.